Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a power failure, it was unable to charge batteries. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9(return to manufacturer date, device evaluated by manufacturer), g1(contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the power supply and the ac power cord. The fse verified that the cart was able to receive power and charge the batteries. The iabp was returned to the customer. The failure analysis and testing dept. Received with a reported unit failure of a power failure and unable to charge the batteries. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number. The failure analysis and testing dept. Received with a reported unit failure of the cart not receiving power and unable to charge batteries. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No power was received into cart and batteries will not charge. Confirmed the reported issue. No root cause able to be defined. This part is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number. The most probable root cause for the power supply is component reliability.